Event description:
It was reported that two unknown abbott stents were implanted in the left main, on an unknown date. On (B)(6) 2012, the patient was re-admitted with chest pain. It is unknown if restenosis occurred in the two stents; however, the patient had coronary artery bypass graft (CABG). On (B)(6) 2014, the patient had a 2.75 x 15 mm xience xpedition implanted in the right coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Stenosis is listed in the instructions for use for all stent products as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The date of implant has been estimated as (B)(6) 2011. The other multi-link referenced is being filed under a separate medwatch MFR number.